Event description:
It was reported that during the myocardial ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination within the syringe from the three-way stopcock was noted after inserting the sheath into the body when aspiration was performed. The air continued to be drawn from the valve when negative pressure was applied through the flush port. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. A tear by the center slit of the internal hemostatic valve was found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the myocardial ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination within the syringe from the three-way stopcock was noted after inserting the sheath into the body when aspiration was performed. The air continued to be drawn from the valve when negative pressure was applied through the flush port. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.